Event description:
As reported by our australian affiliate during a transfemoral transcatheter aortic valve replacement with a 26mm sapein 3 ultra valve, when the 26mm commander delivery system (ds) balloon was almost full inflated, a balloon burst was observed, blood was seen in the syringe. There was no leakage observed from the ds. The ds was immediately removed, and an angiogram was performed to assess for annular rupture. The entire system was taken into the sheath and removed from the patient as a single unit, however, there was difficulty withdrawing the ds when the portion of the burst balloon was taken into the sheath. As per image evaluation the distal tip was split. The valve was able to be fully deployed. Following the event, a thrombus was identified in the common femoral artery, with unknown cause. A percutaneous balloon angioplasty was performed and a stent was implanted. The patient's final status was reported as stable. The perceived root cause of the balloon burst was severe aortic stenosis and severe valve calcification.

Manufacturer narrative:
The investigation is ongoing.